Event description:
Drug diluent: ropivacaine 0.2%. Fill volume: 400ml. Flow rate: 8ml/hr. Procedure: left knee arthroscopy with acl repair. Cathplace: left femoral nerve. Patient was at home and called anesthesiology complaining of pain. Patient was told to take oral pain medication (percoset) for the pain. Approximately 30 minutes later, the patient's mom called back saying that the patient had numbness of face and lips, had stopped breathing and was turning blue. The patient was taken to a local hospital and later transferred to ochsner. Patient is doing fine now. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.